Event description:
It was reported to boston scientific corp on june 24, 2008, that a rx locking device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on twenty days before. According to the complainant, during the procedure, "the cotton filament inside the biopsy cap became dislodged and went into the first part of the biopsy channel." Reportedly, the physician removed the cap and was able to remove the cotton from the channel. The physician completed the procedure with a second rx locking device. No pt complications were reported as a result of the event.

Manufacturer narrative:
The lot number is unk; therefore, the MFR date cannot be determined. Although, the complaint has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.